Event description:
Us complainant reported the patient was on impella cp support due to acute-on-chronic congestive heart failure. While on support, the patient had no distal leg perfusion. The pump was explanted due to loss of pulses on lower extremity. The patient coded and expired.

Manufacturer narrative:
B2: the date of patient death is unknown. The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.